Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) channel, resulting in an inappropriate shock and pacing inhibition of less than 2 seconds. There was no asystole. The oversensing was noted to have been from air bubbles in the header from implant. All other lead measurements were stable. The device was interrogated and there was no evidence of residual noise or oversensing. The device was programmed to monitor only and the patient was to follow up for a wound check. No additional adverse patient effects were reported. The device remains in service.